Event description:
Procedure type: laparoscopy cholecystectomy. According to the reporter: during laparoscopy cholecystectomy surgery, the operator noted that the cuff expanded in an irregular way, then the cuff erupted. A new instrument was used to complete the procedure. No pt injury was reported.